Event description:
The following has been reported: biomed reported: s/n (B)(6): per the hospital, the pump "does not work". A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.